Event description:
It was reported that the nozzle unit on air gas module was damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue could be confirmed during troubleshooting. According to the received information, the spring of the nozzle unit is broken. Replacing the nozzle unit solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. Our conclusion is that the failure was caused by the replaced part, which resulted from not complying with the instructions in the service manual. A correction of fields # b5 describe event or problem, # h6 medical device ¿ problem code and # h6 - component codes were required. B5 - describe event or problem: previous describe event or problem: it was reported that the ventilator generated a technical error code indicating communication error. During the inspection of the ventilator it was discovered that pressure transducer printed circuit board was defective. There was no patient harm. Manufacturer's ref. #: (B)(4). Corrected describe event or problem: it was reported that the nozzle unit on air gas module was damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating communication error. During the inspection of the ventilator it was discovered that pressure transducer printed circuit board was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).